Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set packaging issue event on (B)(6) 2025. The infusion set packaging was observed orange damage label. No further information available.